Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent noise with some being oversensed. The patient has not been seen in clinic since (B)(6) 2021. In (B)(6) 2021 the pacing impedances were noted to be less than 200 ohms. Technical services (ts) recommended decreasing sensitivity and to replace lead. The physician elected to reprogram the associated device to vvi and turn off rate response. No adverse patient effects were reported. As of today, the device remains implanted and in service.